Event description:
Additional information: six weeks after the initial report it was added that they did a 'bunch of tests' on (B)(6) 2013 including CT scan, MRI and a 'whole bunch of x-rays,' the results of the tests revealed the device is 'not working,' the 'medication wasn't dispensed properly.' The patient 'assumed' her pain was increasing because it was cold, in the '30 degrees.' The patient also had 'occasional pain' where the pump is and the neurologist said 'sometimes it's just scar tissue.' The patient was taking oral medication to control the pain, no specifics were reported. Patient was sent to neurology, brain and spinal 'and they are going to proceed with the procedure on monday, (B)(6) 2013, for a 'clogged catheter' 'like a granuloma or something like that.' It was also noted that the healthcare provider 'couldn't say whether it was a pump problem or not until he got in there.' The patient had a 'slight fall' but 'didn't hit' the pump or catheter, no date was reported for the fall.

Event description:
A volume discrepancy was reported. It was noted that the patient "usually" has a refill every six months and had "never had more than 2 to 3mls" residual volume removed, but the most recent refill there "was way more," "like 15ml and that was a large amount." The device system was used to infuse hydromorphone, clonidine, and bupivacaine. Morphine was also mentioned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model 8709, lot# l57100, implanted: (B)(6) 1999. (B)(4).

Manufacturer narrative:
(B)(4).